Event description:
Implant described as defective and slightly bent. No adverse consequence was reported.

Manufacturer narrative:
Functional testing (shape recovery testing) confirmed that the returned device conformed to memometal specification. Implant bending is a "normal" implant behavior in cold temperature range. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.